Event description:
During thoracoscopyparathyhroidectomy bovie cutting alarmed. Cutting was set at 1; coagulation at 30. Surgeon commented that arcing occurred. Bleeding noted. Open thoracotomy performed to control hemorrhage unit alarmed for no apparent reason. Cutting was not used during procedure.